Manufacturer narrative:
(B)(4). Rossi, s. M. P., sangaletti, r., nesta, f., matascioli, l., terragnoli, f., benazzo, f. (30 jul 2022). A well performing medial fixed bearing uka with promising survivorship at 15 years. Archives of orthopaedic and trauma surgery 143(5), 2693-2699 https://doi.org/10.1007/s00402-022-04562-7 b3 - date of article publication; the date of the incident is unknown d6a - all patients were implanted between (B)(6) 2005 and (B)(6) 2007 d10 - concomitant devices - unknown zimmer unicompartmental knee femoral component catalog #: ni lot #: ni, unknown zimmer unicompartmental knee articular surface catalog #: ni lot #: ni e1 - correspondence author g2 - report source - foreign: italy the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as additional information concerning each case cannot be released. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-01497 0001822565-2023-01498. Insufficient information

Event description:
A journal article was retrieved from archives of orthopaedic and trauma surgery that reported a prospective cohort study with retrospective data analysis from italy. The purpose of the study is to assess the functional and radiographic outcomes and the survival at 15 years of follow up of this implant. The study initially included 148 knees/patients; of which, 124 were included in the final analysis (16 patients expired due to causes not related to the implant, and 8 declined further follow-up). All patients were implanted with a medial, fixed-bearing, unicondylar knee arthroplasty (uka) using zimmer unicompartmental knee (zuk) implants and unknown bone cement. The indication for surgery was osteoarthritis in 122 patients and osteonecrosis in 2 patients. The study population had a mean age of 65 years at time of surgery; 48 males and 76 females. Follow-up was conducted at 1 month, 3 months, 6 months, one year and annually thereafter with a mean length of follow-up for 173 months. It was reported that one patient was revised eleven (11) months following unicondylar knee arthroplasty to address aseptic loosening. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.